Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump, catalytic converter and oil mist filter were replaced to resolve the mist/vapor issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "vapor" or mist emitting from the sterrad® 100s sterilizer after the cycle cancelled. There was no report of any injuries or human reactions. The customer was advised to turn the unit off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/vapor issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the mist/vapor issue was reviewed from december 2017 to june 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. The return of the vacuum pump could not be confirmed as the vacuum pump passed testing. The oil mist filter and catalytic converter were not able to be returned for further analysis. The assignable cause of the vapor issue is likely due to the vacuum pump, oil mist filter and catalytic converter. The field service engineer replaced the parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Product complaint #: (B)(4).

Manufacturer narrative:
Device available for evaluation correction from no to yes. Device evaluated by manufacturer correction from not returned to manufacturer to no. (B)(4).